Event description:
It was reported that during a percutaneous coronary rotational atherectomy procedure, the operational speed could not be reduced. The rotablator console was initially run at 210,000 rpms, however when the physician tried to adjust it to 200,000, he was unable to. Therefore, the procedure was completed at 210,000 rpms. There were no pt complications, and the procedure was completed successfully with this device. Pt status was reported as 'fine'.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.